Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date ; explant date product ID evolutfx-26 (unknown); product type: 0195-heart valves; implant date (B)(6) 2024; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve and delivery catheter system (dcs) were inserted into the patient via the femoral artery and advanced to the annulus. Subsequently, the valve was deployed. Once deployed, it appeared as though both tabs were released, however, the dcs was still attached to the valve frame. Despite manipulation, the dcs would not come loose from the valve frame. While trying to release the dcs from the valve, the valve dislodged supravalvular. A second valve and dcs were inserted into the patient, but the dcs was unable to advance past the dislodged valve. A second attempt at advancement was made which was also unsuccessful. It was noted that the patient died within the month of the valve implant. The cause of death and relatedness to the procedure and valve was unspecified.

Manufacturer narrative:
This report was identified as a duplicate. Please reference regulatory report number 2025587-2024-04986 for information pertaining to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.